Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bariatric procedure when the surgeon pushed the release button to open the jaws of the device, it would not open. A second device was used to complete the case with no patient consequence.